Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced poor, white cloudy effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2, a3, b2, b3, b5, d10, h6 and h10. A2: age at time of event: the patient was in his '60s'. B5: upon follow-up, it was reported that the patient experienced "gut-associated peritonitis" and was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: based on additional information received that the peritonitis was associated with a gastro-intestinal (gi) disorder "gut-associated peritonitis", the baxter unknown disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.